Event description:
In 2006, the hosp reported that upon completion of the carotid endartectomy, the shunt was removed from the pt and tremendous bleeding was observed higher up in the left internal carotid artery area. The bleeding did not seem to appear at the anastomosis side or the patch site. The surgeon noticed the balloon had torn.

Manufacturer narrative:
Risk manager at the hosp, was contacted for the return of the device for eval. A miscommunication had occurred between risk management and the or at the hosp concerning the return and they ended up disposing of the device. The lemaitre sales rep had a scheduled f/u in 2007 with the physician concerning details of the surgery. In discussion, the surgeon stated that he more than likely overinflated the internal carotid balloon, the balloon burst and caused damage to the vessel and the excessive bleeding. Sales rep explained to the surgeon, as stated in the IFU, that the safety sleeve must be removed when inflating the internal balloon. This allows the pressure to be transferred to the safety balloon if the internal balloon is overinflated.